Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge loading process despite following proper steps. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Cts confirmed recurring cartridge alarm issues and decided to replace the pump and original cartridge. The customer was advised to use multiple daily injections as a backup therapy and was provided with instructions for handling the pump in storage mode. A replacement pump was sent, and the customer was instructed to return the defective pump to tandem within 10 days using a pre-paid label.